Event description:
Puritan-bennett received info stating that the unit failed to cycle when connected to the pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) inspected the device and customers alleged discrepancy could not be duplicated. The unit passed extended self testing.